Manufacturer narrative:
Operator error. No malfunction suspected. End user reports operating the power wheelchair over an uneven and sandy sidewalk surface. Hoveround's owner's manual warns end users to reduce the chance of serious injury from loss of control or falling from the power wheelchair, avoid uneven or unstable surfaces such as sand.

Event description:
The end user reports while operating the power wheelchair, the end user drove over an uneven and sandy section of a sidewalk and fell.